Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of grips. There is a .080 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint. Engineering concluded that the damage is likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering evaluation also found that the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at wrist are not damaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tips on the fenestrated bipolar forceps instrument were not aligned. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.